Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for pain with loosened glenosphere (disassembly between baseplate and glenosphere). Patient ID: (B)(6).